Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during post-dilatation of a stent, the voyager nc balloon ruptured after the first inflation at 2 atm. The procedure was completed using another company's balloon catheter. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the balloon rupture. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a kink in the inner and outer member 10cm distal to the guide wire exit notch. There was no other damage noted to the balloon catheter. A new indeflator, filed with water, was used in an attempt to pressurize the balloon when water leaked out of a 2 mm in length longitudinal rupture over the distal marker. There were no scratches found. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and analysis of the returned product. The analysis noted that there was blood and contrast in the inflation lumen and loosely folded balloon, which is consistent with the product being inflated and rupturing in the pt's anatomy. The indeflator used during the procedure was not returned and may have aided in the evaluation for the reported rupture. However, a new indeflator was filled with water in an attempt to pressurize the balloon when water leaked out of a 2mm long longitudinal rupture over the distal mark, confirming the reported balloon rupture. No scratches were noted. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The product was sent to sem for further analysis. The sem analysis concluded that the longitudinal rupture is possibly related to exposure conditions. The other surface exhibited longitudinal lines and partial tearing, but no excessive mechanical damage was observed at or near the longitudinal rupture. Additionally, there was no inner surface damage noted. Reportedly, the voyager nc dilatation catheter was being used to post dilate a drug eluting stent. It is possible that the balloon material was damaged (scratched) during interaction with the previously implanted stent, such that the balloon ruptured during the first inflation at 2 atm, as no damage was noted during preparation for use. Analysis also noted a kink in the inner and outer member 10 cm distal to the guide wire exit notch. This damage was not originally reported and is likely from the procedural attempts to position the catheter and/or from handling during packaging /shipment back to abbott vascular for eval. This damage does not appear to be related to the reported balloon rupture. In this case, it is possible that interaction with the previously implanted contributed to the reported balloon rupture; however, a conclusive cause cannot be determined. The mfg records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. This MDR is considered closed by the product performance group.